Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.